Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they were having ongoing control recovery issues for nh3l ammonia (nh3) on the cobas integra 800 (i800). The customer stated that they needed to calibrate the nh3 test every day in order for the controls to recover within range. The customer also mentioned they had questionable nh3 results for an unspecified number of patient samples tested on (B)(6) 2018. The customer provided data for two patients with erroneous nh3 results. The erroneous results were not reported outside of the laboratory and the repeat results were believed to be correct. The first sample initially resulted as 396 umol/l and repeated as 74 umol/l. The second sample initially resulted as 372 umol/l and repeated as 126 umol/l. The patients were not adversely affected. The nh3 reagent lot number was 22326101, with an expiration date of 31-aug-2018. The field service engineer found that the rotor was out of adjustment. He adjusted the rotor position. He ran a rotor initial position check and this passed. He ran a workstation accuracy check and this passed. He ran precision studies and these passed. All results were within guidelines.